Event description:
The lead was later returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted a setscrew mark on the terminal pin and ring. There was a cut in the outer insulation, corresponding to a cut in the suture sleeve. This damage was suspected to likely be due to the removal of the suture sleeve during explant. Visual inspection also confirmed that the distal tip was bent at a thirteen-degree angle between the helix housing and electrode ring. Resistance and pressure testing was then performed on the lead, verifying the electrical performance and insulation integrity. The lead did not pass helix mechanism testing, noted to most likely be due to a combination of the bend in the lead tip and dried bodily fluid in the helix mechanism. Laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this transvenous defibrillation lead exhibited high right ventricular (rv) thresholds. The patient was in the emergency room for complaints of palpitations, which were not reproducible. All other measurements were noted to be stable. Additional information was provided that the lead later dislodged. A revision procedure was performed and the lead was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.